Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery in which the cuff was removed and replaced due to urinary incontinence. The pump would cycle and deactivate but the patient was still incontinent with the old cuff. The physician implanted a smaller cuff as it was a better fit; atrophy at the cuff site was suspected as the reason for the incontinence. After the replacement it was confirmed via cystoscopy that there was a good coaptation. No patient complications were reported.